Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was unable to be read and physically damaged. The lcd screen needs to be replaced to address the issue. No repairs were performed. The device was scrapped.